Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of essure') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 5 months after insertion of essure. The patient was treated with surgery (essure removed on (B)(6) 2020). The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal of essure') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 5 months after insertion of essure. The patient was treated with surgery (essure removed on (B)(6) 2020). Essure was removed on (B)(6) 2020. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal of essure") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain, obesity, parity 2, gravida ii, ovarian cyst and vaginal discharge. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, 4454 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: date(s) of insertion (B)(6) 2008 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.203 kg/sqm. [Pathology test] on (B)(6) 2020: specimens: uterus, cervix, bilateral fallopian tubes. Final diagnosis: uterus, cervix, and fallopian tubes: uterus: proliferative endometrium. Cervix: scar with chronic inflammation and remote hemorrhage; negative for residual tumor. Fallopian tubes: no diagnostic abnormality. Clinical information: carcinoma in situ of cervix, unspecified location. Gross description: both cornua contain silver metallic cores consistent with essure coil and previous sterilization. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: reporters, medical history, lab data, patient information, and non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.